Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vertebral artery. A 5.0mm x 15mm x 150cm express sd renal/biliary stent was advanced to treat the lesion. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed with a snare and the procedure was completed with a different device. There were no patient complications reported and the patient status was normal.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified vertebral artery. A 5.0mm x 15mm x 150cm express sd renal/biliary stent was advanced to treat the lesion. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed with a snare and the procedure was completed with a different device. There were no patient complications reported and the patient status was normal.

Manufacturer narrative:
Device evaluated by MFR.: the express sd was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The express sd had visible flattening and stretching of the entire length of the catheter. The most prominent stretching was found 23 cm to 32 cm from the tip and again 36.1 cm from the tip. A rupture of the shaft was confirmed 23cm from the tip. The stent was not returned. Device analysis determined the condition of the returned device was consistent with the reported information of a material rupture. Because there was no evidence of any product quality deficiencies, it was considered likely that the buckling and flattening were attributable to procedural issues. E1 - initial reporter facility name: (B)(6).